Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial number (B)(6), and intended to be used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. A kpc test was run using the customer drill and the drill was able to pass all testing criteria. A complaint history review for similar reported/confirmed complaints has identified prior events. The cori user manual provides guidelines for performing manual instrumentation in the event the surgeon decides to no longer use the cori system. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. A CAPA, hhe/pra, field action review was completed. The reported problem was not confirmed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. A review of the customer photos confirmed the complaint, as a customer experienced a "critical error". The provided photos by the confirmed the drill's serial number. The most likely cause of this event is a loose connection. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6, h7: the real intelligence robotic drill, part number rob10013, serial number (B)(6), and intended to be used for treatment, was returned for evaluation. A relationship between the reported event and the device was established. The reported problem could not be visually confirmed. A functional evaluation was performed. A kpc test was run using the customer drill and the drill was able to pass all testing criteria. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The cori user manual provides guidelines for performing manual instrumentation in the event the surgeon decides to no longer use the cori system. The failure mode and associated risk have been anticipated within the risk file and that the documented risk level is still adequate. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. A review of the customer photos confirmed the complaint, as a customer experienced a "critical error". The provided photos by the confirmed the drill's serial number. The most likely cause of this event is associated with a failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Event description:
It was reported that during set up for a cori assisted tka surgery, the real intelligence robotic drill had a critical error and failed the diagnostics test. The procedure was completed, without delay, by changing to manual procedure. Patient was not harmed beyond problem reported.